Manufacturer narrative:
Investigation: customer applied venous sample on unit. Using venous sample may lead to incorrect interpretation of inr result. Data provided are not valid for comparison test. No strip lot information provided nor product expected to return. No further investigation will be pursued at this time. Conclusion: venous sample was applied on unit. Non-validated sample may cause unexpected inr result. Data provided are not valid for comparison test. No strip lot information was available for further action. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.9, laboratory inr: 2.96. The time between testing was immediate with a venous blood sample used on the inratio2 test strip. Therapeutic range 2.5-3.5 for patient . There was no reported adverse patient sequela. There was no additional information provided.